Manufacturer narrative:
Follow up #2 03/01/2016. Device evaluation: the meter has been returned to animas and evaluated on 02/22/2016 with the following findings: a blood glucose value of 103 was entered into the returned meter and a 10u bolus was successfully delivered from the returned meter to the test pump. The blood glucose value from the meter was successfully recorded in the test pump downloads. No defect was found with the returned meter.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the meter was not transmitting recorded low blood glucose levels to the pump. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow up #1: 01/19/2016. The reporter contacted animas again and provided a serial number for the meter with the alleged malfunction. (B)(4).